Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the tip of the shaver outer and inner shaft is broken. Further microscopic inspection revealed scratched and nicks on the tip of the inner shaft which indicates the device might have hit hard surface during the procedure. It is possible that the device may have hit a hard surface, which lead to the damage. A definite root cause cannot be determined for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the blade ref 287505 lot m1302021 presented problems at the beginning of the procedure. (Broke the tip). The procedure was completed with same like product. Additional information received via email from the affiliate on 3-29-17. The patient did not have any permanent damage. The patient did not have to be hospitalized or had you been hospitalized for a long time because of a problem with j & j's product. The patient did not need to be re-operated to avoid or correct any damage. The patient does not have any serious damage. The broken piece was removed from the patient. When the doctor inserted the blade into the patient, he noticed a different noise. Then he performed the removal of the product and the broken part was attached to the blade itself. It was asked again if anything could have stayed in the patient's body, and it was confirmed that not. Additional information received via email from the affiliate on 4-28-17. The procedure was completed by replacing the product. So, the surgeon removed the affected product and replaced it to continue the procedure. There was no delay. When did the breakage occur? During the procedure. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? N/a. How was the procedure completed? With a same like product. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? Is surgical intervention planned? Unknown. Did portion of the device remain in the patient? No. Any patient impact? None.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email the blade ref 287505 lot m1302021 presented problems at the beginning of the procedure. (Broke the tip). The procedure was completed with same like product. Additional information received via email from the affiliate on 3-29-2017. The patient did not have any permanent damage. The patient did not have to be hospitalized or had you been hospitalized for a long time because of a problem with j and j's product. The patient did not need to be re-operated to avoid or correct any damage. The patient does not have any serious damage. The broken piece was removed from the patient. When the doctor inserted the blade into the patient, he noticed a different noise. Then he performed the removal of the product and the broken part was attached to the blade itself. It was asked again if anything could have stayed in the patient's body, and it was confirmed that not. Additional information received via email from the affiliate on 4-28-2017. The procedure was completed by replacing the product. So, the surgeon removed the affected product and replaced it to continue the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The affiliate reported via email the blade ref 287505, lot m1302021 presented problems at the beginning of the procedure. (Broke the tip). The procedure was completed with same like product. Additional information received via email from the affiliate on (B)(6) 2017. The patient did not have any permanent damage. The patient did not have to be hospitalized or had you been hospitalized for a long time because of a problem with j & j's product. The patient did not need to be re-operated to avoid or correct any damage. The patient does not have any serious damage. The broken piece was removed from the patient. When the doctor inserted the blade into the patient, he noticed a different noise. Then he performed the removal of the product and the broken part was attached to the blade itself. It was asked again if anything could have stayed in the patient's body, and it was confirmed that not.